Event description:
Maude report received that indicates the pt had increasing shortness of breath which quickly worsened. 911 called and at the time of paramedics' arrival, pt stopped breathing. CPR performed; external shocks delivered when in the ER. Family reports dr said 'pacemaker had stopped working'. Pt died same day.